Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Defect found on returned test strips: high results. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note 1: manufacturer contacted customer in a follow-up call on 29-aug-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 07-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 132, 105, 232, 162 and 152 mg/dl. The customer does not know her expected blood glucose test result range. The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2024 and test strips were opened 2-3 weeks prior to the call. The meter memory was reviewed for previous test result history: result 1: 132 mg/dl date:(B)(6) 2024, time: 10:02 am fasting . Result 2: 105 mg/dl date: (B)(6) 2024, time: 4:04 am fasting. Result 3: 232 mg/dl date: (B)(6) 2024, time: 1:32 pm unknown. Result 4: 162 mg/dl date: (B)(6) 2024,time: 2:11 am fasting. Result 5: 152 mg/dl date: (B)(6) 2024, time: 2:02 am fasting.